Event description:
It was reported that the patient with this electrode received three inappropriate shocks on (B)(6) 2024 and five inappropriate shocks on (B)(6) 2024 due to oversensing of noise. The patient also reported discomfort/pain and undesired sensations. The noise was reproducible in clinic by moving the device at the level of the can. X-ray imaging showed the electrode coil bent towards the left pectoral region with a curve at the connector level creating a kink. System replacement is scheduled. No other adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and their subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully reimplanted on (B)(6) 2024. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode received three inappropriate shocks on (B)(6) 2024 and five inappropriate shocks on (B)(6) 2024 due to oversensing of noise. The patient also reported discomfort/pain and undesired sensations. The noise was reproducible in clinic by moving the device at the level of the can. X-ray imaging showed the electrode coil bent towards the left pectoral region with a curve at the connector level creating a kink. System replacement is scheduled. No other adverse patient effects were reported.